Manufacturer narrative:
(B)(4). As per field service representative (fsr), the unit was being used in the cardioplegia (cpg) position. The unit is owned and serviced by third party service group. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for training purposes during a non-clinical activity, the display on the roller pump was blank. There was no patient involvement.